Event description:
It was reported that during an aneurysm treatment procedure, a stent failed to expand. The aneurysm was located in the mildly tortuous and non-calcified right renal artery. The carotid wallstent 6x22mm was advanced to the lesion. The stent distal tip did not expand fully. The stent was attempted to be deployed and expanded again, but still did not fully expand. An unspecified balloon was used to expand the stent. "Many" inflations were reported for approximately one minute each at an unspecified atm. No patient injuries or complications were reported. The patient condition is reported as "stable."

Manufacturer narrative:
(B)(4)